Manufacturer narrative:
(B)(4). Date sent: 4/25/2024 d4: batch # 714c40 b3: only event month and day known. Year is unknown but assumed to be the year that the complaint was reported. Investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with the anvil bent upwards and without reload present. No functional test was performed due to the condition of the device. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 714c40, and no non-conformances were identified.

Event description:
It was reported that the tips would not come together after the first firing. After 5 minute delay they were able to complete the procedure without patient harm. I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst.